Manufacturer narrative:
H6: annex b corrected additional codes corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan g4: this part is not approved for use in the united states; however, a like device with catalog # 1474000500, 510k # k091974, UDI# (B)(4) is approved for sale in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that they removed fragments of the set screw after final tightening. Fragments of the product fell to the pleura level, raising suspicions of complications involving the lung. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the type of procedure/therapy involved during the event was glowingrod method for childhood scoliosis. Reoperation due to one-sided rod breakage. Rod implanting date: (B)(6) 2024 the damaged rod was removed and a new rod was installed. The actual product has been discarded and could not be returned. A threaded piece of the set screw fell out into the body.